Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It the patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a grade 3 enterocele, grade 2-3 rectocele, incontinence and recurrent vaginal prolapse. The patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported patient underwent mesh removal/revision on 2006, early 2008 and (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6) at (B)(6) due to vaginal mesh erosion and dyspareunia.